Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing frequent low flow alarms. It was initially treated with an increased fluid intake by mouth, but the alarms continued. This was typically associated with exertion, but occasionally with just position changes. The patient has had a significant degree of myocardial recovery with an ef of 55-60% on last echo (1 year ago). The patient's blood pressure was also elevated at 110/dop on presentation to clinic but had come down to 80/dop by the end of visit. We increased his beta blocker and are repeating an echo in about 2 weeks. Log files were submitted for review. The event log file captured low flow alarm events on (B)(6) 2025. There does not appear to be any type of external mechanical circulatory system equipment issues causing these events. It was later reported that the patient had recurring low flow alarms. The site noted that they had addressed the patient's fluid status and afterload, but the patient continued to have low flow alarms, most often after activity when the patient goes to sit down in order to rest. The patient noted low flows all throughout the night on (B)(6) 2025 anytime they moved. The patient had some myocardial recovery with an ejection fraction of 45-50%. Log file review was requested which revealed persistent low flow events throughout the log file. It was considered that the ventricular assist device may be competing with the patient's native heart function. The site was not able to identify the cause of the low flow alarms and noted that as of (B)(6) 2025 the low flow alarms had not resolved. An echocardiogram was performed that showed nothing apparent. A chest computed tomography (CT) was performed where the previously suspected extrinsic outflow graft obstruction appeared (this site first suspected eogo in (B)(4) (eogo) to have improved since the last scan. The site intended on performing an intravascular ultrasound (ivus) to evaluate the outflow graft as a potential cause of the patients low flow alarms. The site increased afterload reduction, in case hypertension may have been the cause of the alarms, however this did not improve the patients flow issues. The patient was noted to be asymptomatic during the low flow alarms. Additional information received reported that the cause of the low flow alarms has not been identified they have not resolved. We have obtained an echocardiogram that shows nothing apparent. We have completed a CT chest where the previously suspected eogo actually appeared to have improved. Ivus the outflow graft was performed to identify the potential cause of the low flow alarms. Afterload reduction was increased with the thought that hypertension may be a cause of the alarms and that did not resolve the issue either. The patient remained asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. Review of the submitted log files found that the system appeared to be operating as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated on 03oct2025 that the eogo was first suspected on (B)(6) 2023. CT scan at that time showed "mural thrombus within the lvad" (MFR # 2916596-2023-01682). On repeat imaging in (B)(6) 2024, the CT showed improvement from 2023 image and report was "minimal distal graft mural chronic thrombus without stenosis" (MFR # 2916596-2024-04121).

Event description:
The cause of the low flow alarms was confirmed to be myocardial recovery. The alarms resolved after the lvad was decommissioned.

Manufacturer narrative:
B5 narrative information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the lvad was decommissioned on (B)(6) 2025 due to myocardial recovery.